Manufacturer narrative:
The t:slim g4 user guide states: there are differences in how glucose is measured in the blood compared to how it is measured in interstitial fluid, and glucose is absorbed into the interstitial fluid slower than it is absorbed into the blood. A cgm is intended to enhance the data you obtain from your blood glucose meter, not replace it. You should never rely solely on your cgm to alert you of high or low blood glucose, and you should always use your blood glucose meter for any treatment decisions. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's continuous glucose monitor (cgm) displayed a blood glucose level (bg) of 279 mg/dl. Customer delivered a bolus to address bg level. Customer stated they "felt like bg was dropping", however the cgm continued to display a bg level of 279 mg/dl. Customer performed a finger prick test and stated their bg level was actually 60 mg/dl. Customer's bg level dropped to 13 mg/dl, and customer had a seizure and "blacked out". The paramedics were called and the customer was treated with a dextrose injection, and subsequently taken to the emergency room. Customer was released from the emergency room 6 and a half hours later. Customer stated they were monitored in the emergency room, and no additional treatment was required.

Manufacturer narrative:
The cgm discrepancy issue was forwarded to the sensor/transmitter manufacturer.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.